Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 150 ohms. The patient recently received an appropriate shock, and during the episode the shock impedance was 80 ohms. Technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.